Event description:
It was reported that a peritoneal dialysis (pd) pt was hospitalized for issues related to his mental in (B)(6) 2014. The pt was diagnosed with dementia. The pt has been subsequently discharged. Medical records have been requested.

Manufacturer narrative:
Per the pt's clinic, the pt will be transitioned to hemodialysis treatment as he has been found to have difficulties adhering to the use of cycler following the diagnosis of dementia. A supplemental report will be submitted upon completion of plant's investigation.